Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: medical doctor (md). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved failed. The pulsatile flow was plus 1 centimeter. The footplate failed to deploy from the device and remained in the device after it was removed. It was not attached to the plug material. Additional information was received on 22 jun 2022: the procedure performed prior to using the closure device was prostate artery embolization. A 5 fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. Hemostasis was achieved with manual compression. The patient was in stable condition. There was no equipment or other devices used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The distal tip of the hemostasis sheath was found to have been cut open. The carrier tube was removed from the hemostasis sheath, and the anchor and collagen were found to have been present. The suture was found to have been cut, and the anchor had been detached. No other damage or issue with the device was identified. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).